Event description:
It was reported that during routine outpatient management, damages were noted in the outer layer of the patient's modular cable.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned modular cable confirmed damage to the outer jacket. Discoloration of the outer jacket as well as the inline connector and controller connector bend reliefs was also observed. Although a specific cause for the observed damage and discoloration could not be conclusively determined, it did not appear to have contributed to an electrical issue. The heartmate 3 modular cable was returned in used condition. Upon examination, a gray discoloration was observed on the outer polyurethane jacket. Additionally, a brown discoloration was observed on the inline connector bend relief, and a light brown discoloration was observed on the controller connector bend relief. Superficial tears in the outer jacket were observed approximately 14¿, 19¿, and 19.5¿ ¿ 20.5¿ from the controller connector. The material appeared to have expanded to create a fold at approximately 19.5¿ ¿ 20.5¿, and the underlying armor layer was exposed at these locations but appeared to remain intact. The controller and inline connector pins appeared unremarkable. The patient remains ongoing on left ventricular assist system (lvas) support, with no further related issues reported at this time. Incidental finding revealed that the white lock/unlock labels appeared to be worn on the inline connector locking nut. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 2 of the IFU explains that if it has been determined that damage has been detected in the modular cable, it should be replaced, and provides instructions on how to do so. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables", which explicitly caution the user not to twist, kink, or sharply bend the driveline. Furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. The relevant sections of the device history records for modular cable, lot number 10102064 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.